Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The visual inspection has shown that approximately 9 mm from the fluted tip section is broken off as complained. The broken tip was not returned for evaluation. The returned drill bit is all in all in good condition. The complaint condition is confirmed as the tip of the drill bit is broken. This lot was manufactured in january 2018 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criteria¿s. Although a definitive root cause could not be determined for the breakage, it is most likely that this complaint condition was due to excessive force/strain. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot this mre review is for sterilization procedure only part: 03.130.302s, lot: 3l69286, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 05.march 2019, expiry date: 01.february 2029 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured at supplier (B)(4). Part: 03.130.302, lot: f-23520, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 11.january 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent corrective osteotomy surgery for the first metatarsal bone with the drill bit in question. During drilling, the surgeon felt that the drill bit was getting dull. After that the surgeon drilled with a k-wire instead of the drill bit. During the operation, when the surgeon checked the drill bit, he confirmed it was broken. The surgeon didn¿t know when the drill bit broke. The fragment was left in the patient body. The surgeon gave up removing the fragment in the body. The surgeon will remove the fragment when he performs reoperation in the future. The surgery was delayed by less than 30 minutes. No further information is available. This report is for one (1) 1.5mm drill bit/mqc for threaded hole/74mm. This is report 1 of 1 for (B)(4).